Manufacturer narrative:
Device eval summary: device evaluated of monitor sn (B)(4) has been completed. The reported problem (system speaker hums) has been confirmed. As received, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the inability to power on and humming is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the c/a board sn (B)(4). The flash memory components had intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Result will be monitored. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support to report that the pt's monitor was whistling permanently after the pt changed the battery. The patient was issued a replacement monitor.